Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Manufacturer narrative:
H3 other text : germany complaint. Patient consent was not received, so technical analysis cannot be performed at this time.